Event description:
Treatment of right sfa using 7fr sheath and 0.035" guide wire. Device prepared per IFU and inserted into pt. Inflated per IFU then deflated to initiated capture of debris. Resistance encountered when device was approximately 80% into the sheath. Corrective procedure followed, per IFU, but resistance was encountered again. The physician removed device and sheath together but this caused the incision site to increase in size. It was noted that the proximal end of the balloon seemed to be folded over the distal marker in an accordion like fashion. The physician continued and completed the procedure with another device and closed the arterial puncture site with a 'starclose' device. Bleeding was noted at this point, the pt was sent for a CT scan, followed by surgical repair on the vessel.

Manufacturer narrative:
Result: other: actual device used in event was evaluated/investigated; however, the device was damaged when physician had attempted to unfold the balloon after removal from pt in order to examine captured particles. The device damage made complete investigation impossible. Device was tested for leaks/ rupture and found to be fully intact. Visible damage / deformation of sheath showed significant force applied during retrieval, potentially resulting in difficult retrieval and increased crossing profile. Simulated use testing which includes mechanical performance was performed on devices from the same lot as that reported herein (B)(4). No abnormal results occurred during the simulated use testing.